Event description:
It was reported that the pump malfunctioned after being dropped, displaying a malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, which was successful, and advised the customer to call back if the malfunction code reappeared. The customer understood and continued using the pump.